Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was since yesterday morning pt had been having difficulty connecting to ins. Pt went to the dentist yesterday and could not turn stimulation down so that pt could lay back. Then it worked and connected. Last night pt could not connect and could not turn stim up or down and then it started working. Both communicator and handset were charged. Pt tried today and the same thing. Pt said they had groups a, b and c. Pt said it would be a long night if pt cannot get out of group c. Reviewed to always exit out of app. On the call instructed pt to reset the communicator and handset. Reviewed to press close all' to close all open windows. Pt tried connecting again and pt got no device found. Pt pressed switched communicator and entered the serial number. Pt then was able to connect but got a message "replacement recommended. Ins is nearing the end of service life, contact your clinician, service code 201". Pt was concerned that ins already depleted. Pt did say that their settings were very high but it was a medtronic rep who set up the settings. Pt was concerned that the weekend was coming up and that therapy might stop working. Pt said they could hardly walk if they do not have therapy. Medtronic rep set up settings so that pt can walk. Pt was redirected to hcp to address 201 code. Pt called back stating they called last week and through troubleshooting they found out their implant battery was dying for it was close to gone. Pt was currently at the doctors office and pt had not heard from a medtronic representative yet. Ps provided pt nas phone number and redirected pt to their hcp. Pt stated their unit failed and they would be getting another one (ps understood this as pt's implant would be replaced) and they would not be able to see their hcp until december 2nd. Pt inquired physician listings. Pt also confirmed their vanta neurostimulator would be replaced. Pt also inquired tens unit compatibility and ps reviewed information.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.